Manufacturer narrative:
The customer has been presented with the cost estimate to repair the iabp unit. Repairs are pending approval. A supplemental report will be submitted if additional information is provided. The full event site name (B)(6).

Event description:
It was reported that during a routine check and prior to use, the cs300 intra-aortic balloon pump (iabp) screen had an interference image issue. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and discovered that the reported issue was caused by electrical scalpel which is an equipment external to the balloon. The fse confirmed no other interference or issues with the unit. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person), h4.